Event description:
Per independent repair center, unit has low o2 and leaks. Per independent repair center statement, unit has low o2 or yellow light. The key failure was that the tie wrap on the tubing was leaking.